Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent was deployed during the procedure and was not received at the cis for analysis. The balloon had been subjected to positive pressure however it was noted that there was a small amount of fluid remaining in the balloon. During analysis the balloon was inflated to nominal pressure (11 atmospheres) and was fully deflated in 26 seconds at which point the device was withdrawn from the guide catheter however resistance was noted as the material at the distal end of the guide catheter was inverted. As per the dfu, the delivery system deflation time is =30 seconds. The inflation device was verified at 11 atmospheres (atm) before and after use. As per the dfu, the guide catheter minimum inner diameter requirement for this device is =0.056 inches (1.42 mm). The material at the distal tip of the guide catheter was inverted. This damage may have occurred during attempts to remove the delivery system following stent deployment. A visual and tactile examination found that the proximal shaft polymer extrusion was severely kinked across its length. A microscopic examination also found that the distal inner was severely kinked and stretched 2mm distal to the bi-component bond. This type of damage is consistent with the application of excessive force to the delivery system. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05101. It was reported that catheter entrapment occurred. The target lesion was located in the right coronary artery (rca). After a 4 french runway guide catheter was placed, predilation was performed with an 3.0x8mm emerge balloon. A 3.50x38mm promus premier¿ drug-eluting stent was advanced and deployed to treat the lesion. When the balloon of the stent delivery system was deflated and pulled back, it was noted that the balloon was stuck inside the guide catheter. The guide catheter and the balloon were removed together and the procedure was competed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05101. It was reported that catheter entrapment occurred. The target lesion was located in the right coronary artery (rca). After a 4 french runway guide catheter was placed, predilation was performed with an 3.0x8mm emerge balloon. A 3.50x38mm promus premier&#10244;rug-eluting stent was advanced and deployed to treat the lesion. When the balloon of the stent delivery system was deflated and pulled back, it was noted that the balloon was stuck inside the guide catheter. The guide catheter and the balloon were removed together and the procedure was competed. No patient complications were reported and the patient's status was fine.